Manufacturer narrative:
Submit date: 06/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided. Medwatch report number: (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit did not alarm when there was an occlusion. The occlusion was discovered at 0200; the volume of the feed left in the bag had not changed in the last hour.

Manufacturer narrative:
An investigation of an unknown enteral feeding pump was performed for the reported condition of; the unit did not alarm when there was an occlusion. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A device history record could not be performed as the unit¿s serial number was not provided by the customer. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.